Event description:
A trilogy evo, japan ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy evo, japan device at the manufacturer's service center, the device failed the active exhalation test. The technician replaced the 3-way solenoid valve to address the issue. Additionally, the device's the inline proximal filter was replaced due to a failed "fio2 sensor receptacle verification" test. The air inlet foam filter, particle filter, and muffler assembly were replaced as regulated by the periodic maintenance 2 that was performed. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).